Event description:
The surgery center reported that a laser vision correction patient was presented with dry eye on the both (ou) eyes at a 2 year post-operative exam. The surgery center described a longstanding dry eye since procedure. Punctal plugs were used for both eyes. The patient commented that eyes were dry since procedure and artificial tears and restasis did not help. The patient stated the temporary plugs helped. Pre-operative measurements date: (B)(6) 2013: bcva 20/20 od, 20/20 os, sphere 2.00 od, 1.50 os, cylinder -1.00 od, -.75 os, axis 85 od, 89 os. Post-operative measurements date: (B)(6) 2013: bcva 20/25 od, 20/25 os, sphere .00 od, .00 os, cylinder -.50 od, -.25 os, axis 135 od, 0 os.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted placeholder.